Event description:
Nurse experienced difficulty activating the syringe's retracting feature. The nurse removed the syringe from the pt and was accidentally stuck by the needle while attempting to activate outside the pt.